Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: both the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 6am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿156mg/dl¿ with the subject meter. The patient does not take any medication in order to manage their diabetes and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that one hour and 30 minutes later they developed the symptom of ¿sweaty¿ while they were visiting their doctor¿s office. In response to this the patient had their blood glucose measured on the doctor¿s device and a result of ¿65mg/dl¿ was obtained. The patient was given apple juice by a nurse in response to this. No further treatment was required. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient was unable or unwilling to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.